Event description:
Customer reported that when administering a bolus it just stays there and doesn't do anything. Customer stated that pressing the act button doesn't do anything and the bolus does not get delivered. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.